Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for a filter tilt, however it is inconclusive for the reported removal difficulties. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that approximately five months after implantation of a vena cava filter during the scheduled retrieval, the filter was noted to be tilted and was unable to be retrieved. The filter was retrieved three weeks later at another facility by another physician. There was no reported patient injury.